Event description:
This is the first of eight reports (same distributor, same product problem, different product ids). During incoming inspection of goods by the distributor, metal powder was generated when measuring pressure on the standard infinity skull clamp. There was no patient involvement. Linked to MFR reports: 3004608878-2016-00306, 3004608878-2016-00308, 3004608878-2016-00310, 3004608878-2016-00309, 3004608878-2016-00311, 3004608878-2016-00312, 3004608878-2016-00313.

Manufacturer narrative:
This investigation was completed on 12/16/16. Methods: evaluation of actual device. Review of device history records. Engineering and quality were able to confirm the complaint. During the pressure test portion of the inspection; as stipulated on per the inspection checklist¿s functional check, metal shavings were observed in all the torque screws¿ threads. Device history record reviewed for these product ids under lot code/work order 157/128478 manufactured on 07/30/2015 show no abnormalities related to reported incident found. A total of 5 were produced of this lot. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. In summary: engineering and quality were able to verify the customer complaint of the metal burrs forming. Also, records show that metal formation is a precursor to helicoil movement within the ratchet extension arm. Thus, CAPA has been opened to investigate this failure. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a ¾-16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture. These will be monitored for trending.